Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device made loud humming sounds periodically while in use and had issues where the device would not turn on. The patient states the pressure of the air seemed less at times. Patient alleges developing a cough while using the device and having difficulty breathing and shortness of breath. The patient reported using an ozone based disinfection device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges the device made loud humming sounds periodically while in use and had issues where the device would not turn on. The patient states the pressure of the air seemed less at times. Patient alleges developing a cough while using the device and having difficulty breathing and shortness of breath. The patient reported using an ozone based disinfection device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. On the previously submitted report, the "type of reportable event" and "outcomes attributed to ae" in section b. Were both reported incorrectly. It is corrected on this report.

Manufacturer narrative:
This report was filed in error, all information regarding the complaint was reported in MDR 2518422-2023-10664. Any additional information will be reported under (B)(4).